Event description:
It was reported that on the fourth firing of the gun jaws were encompassing part of the broad ligament and the gun pushed the load out of the jaws and the blade progressed forward. A second gun of the same type was open to complete the procedure. There was no consequence to the patient.